Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample is not available for evaluation by baxter. Therefore, the reported condition of "leak" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(6) that one (1) half day infusor was observed leaking after filling. The customer could not specify the location of the leak. There is no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.